Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger was unable to power on. Upon evaluation, the power supply was defective and lacked an output voltage. The cause of the inability to power on is the defective power supply. The root cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective power supply.

Event description:
A us distributor returned a charger indicating that it would not power on.